Event description:
The pt's father reported that in 2009, the pt's blood glucose elevated to 562 mg/dl and he was taken to the hospital. The infusion set was changed; the issue appeared to be resolved. The pt's father called back and reported that there was insulin in the cartridge compartment of the infusion device and the pt's blood glucose was elevated to 437 mg/dl. The pt was treated via insulin pen. When he was released from the hospital and when he returned home his blood glucose measured 280 mg/dl. No further info is available. Product was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occured outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.